Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d1; d9. Visual examination of the returned product identified the item returned in the open blister inside the open product carton. The product has been cycled 1 time fully and one anchor remains inside the needle while one anchor is out of the needle. The needle is fractured in two locations, but it's unknown which location fractured first. The flexible sleeve and the pusher wire are both bent and have been pushed through the pebax sleeve; the flexible sleeve and pusher wire appear to be pushed out further than normal, which would be secondary to the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 66445282. G2: foreign: india. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was deploying the implant the surgeon could not deploy the implant. It was determined that the needle of the device fractured. There was no report of a foreign body retained or harm to the patient.